Event description:
Reportable based on analysis completed on 06/16/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). An atlantis pro imaging catheter was advanced, but unable to cross the proximal rca. A taxus liberte 2.75x20 mm stent delivery system (sds) was advanced but unable to cross the lesion. The lesion was treated with plain old balloon angioplasty (poba). There were no pt complications and the pt's current condition is listed as "good." However, the returned product analysis of the 2.75x20mm taxus liberte revealed the stent moved and was damaged.

Manufacturer narrative:
(B) (6): a visual and microscopic examination of the stent delivery system (sds) revealed the stent was damaged and had moved on the balloon. The stent was 2mm distal from the distal edge of the proximal marker band. The struts in the first two rows of the proximal edge of the stent were misaligned. There were also kinks along the entire length of the hypotube. No damage was noted with the tip and the balloon sections of the device. The mfg records were reviewed, and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).